Manufacturer narrative:
The device was received in the not deployed position. The download data shows that the device was deactivated at the end of first prime, before second prime occurred. Inspection of the drive mechanism found no issues that would cause a needle mechanism failure. The needle mechanism functioned as intended during manual deployment. No timeouts or drive stalls were seen in the download data. No issues were found that would cause a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patients' mother that they had a pod when they pressed start the cannula never deployed. The pink slide did not move forward after activation.